Manufacturer narrative:
Medtronic representative went to the site to test the equipment. Testing revealed that the system functioned normally, and sw updated during visit. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The rotor control box was returned to the manufacturer for analysis. Analysis found that after installing on a known good machine, every time the system booted and readied. All motion was calibrated and was functional. Both 2d and 3d imaging were successful. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that during the preparation of the system, initialization error of collimator occurred when the image acquisition system (ias) was started. Rebooting the system was attempted several times, but the issue persisted. The procedure was continued by using the c-arm. There was no patient present when this issue occurred.